Manufacturer narrative:
(B)(4). The customer reported the device had a red x and would not clear after the operational check was run. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the device had a red x and would not clear after the operational check was run. There was no reported pt involvement.